Event description:
During a common femoral procedure the physician removed the silverhawk device after 4 passes and thought coating was coming off device. The physician opened new device to complete the case. Evaluation of the returned device found a 347mm ribbon of translucent polymer attached to the distal tip assembly's housing. The polymer exhibited lateral stripes. Material of this nature has been observed when the inner liner of a ribbon-coiled guide sheath is shaved from the sheath lumen.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.